Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-may-2023, UDI#: (B)(4), product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a confirmed infection at the ins and lead sites. This had occurred within one week of implant ((B)(6) 2019). Symptoms reported included redness, swelling, and pain. The patient reported that they had terrible/severe pain on the low back and bottom. They could not stand the back pain. It was noted that the doctor was thinking the back pain was related to the patient¿s previous total know replacement. X-rays were performed for the back pain. The patient noted that the 2 incisions were ¿blood red¿ described further as ¿huge and red¿. They also indicated that during the infection, they noticed a bulge at the lead site. They were more sensitive to the stimulation and felt the stimulation ¿so hard all the time¿ they had to decrease it from 1.5 to 0.5 for it to be comfortable. As actions taken to resolve the infection, IV antibiotics were administered. The patient stated that they received a penicillin shot at their first visit with their healthcare professional (hcp) 4 days after the patient contacted them. They were put on antibiotics for 3 weeks, received weekly shots, and was on 2 more antibiotics for 2 weeks. The patient stated that the doctor never saw the infection. The patient saw the nurse practioner (np) and, when the doctor finally assessed the site, they didn¿t get to see the infection. Results noted were that the redness went away but the patient got a yeast infection from taking the antibiotics. The doctor did assess the lead and that they might need to ¿bury it deeper¿ but the np indicated that if it did not get any bigger, no action would be taken. The last appointment with the np was noted as tuesday (sept. 3, 2019). They were told to come back in 3 months (patient indicated they had already been to the doctor¿s office at least 15 times). There were no further complications reported or anticipated.